Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 454 mg/dl. Customer declined for troubleshooting of high blood glucose and stated that the reason for elevated blood glucose was due to missing in meal bolus. Customer was advised to monitor the blood glucose and take additional bolus if ever needed. The insulin pump will not be returned for analysis.